Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. The customer reported a blood glucose (bg) level of 295 (mg/dl). An injection was delivered to address bg levels. The customer declined to reload the same cartridge and instead loaded a new cartridge onto the pump and the issue was resolved.